Manufacturer narrative:
Type of reportable event: dislodgement without intervention. The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm rec'd info that the right ventricular (rv) lead dislodged and is oversensing. It was noted that the pt has chronic atrial fibrillation and is not pacemaker dependent. A lead revision has been scheduled. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.